Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a polarity switch was identified on the lead. The right ventricular (rv) lead also exhibited high and undefined impedance and lead fracture is suspected. The rv lead remains in use. No patient complications have been reported as a result of this event.